Manufacturer narrative:
The device was discarded by the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to abort the attempt to obtain cardiac output. The catheter can be exchanged if desired. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that extra-corporal circulation (ecc) was being performed during cardioplegia, and the patient¿s temperature reading from the swan ganz catheter was 32.8 ° c; however, the other monitoring sources (cardiopulmonary bypass cpb, tympanic thermometer) were reading at 37.6 ° c. The monitor and cable were exchanged, but the swan-ganz catheter¿s temperature reading remained at 32.8 ° c. The patient¿s temperature was thought to be hypothermic despite ecc being managed under normothermia and using a heating mattress. The location and position of the swan-ganz catheter at the time the measurements were obtained was not provided. The customer stated there were some contributing factors for the patient readings not being valid, which include: not taking into account the thermal gradient between the injected solution, the patient, and the tympanic temperature and error on calculations for cardiac output. There was no allegation of patient injury. Patient demographics were requested and not provided. The date of the occurrence was requested but unknown. The device was discarded at the hospital and is not available for evaluation.